Event description:
Two balloons ruptured at approximately 14 atmospheres during an iliac angioplasty procedure of an extremely calcified and highly resistant lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without patient complications. The device were destroyed by the facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which as been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in an extremely calcified and highly resistant lesion which co believes contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."